Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to address the issues. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the alleged insulin gauge issue could not be verified.